Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced resistance while filling a cartridge. Customer was able to successfully fill a new cartridge. No reported adverse impact to the customer's blood glucose.